Event description:
It was reported that the physician used a super-stiff wire to advance an introducer during a leadless pacemaker implant procedure. Subsequent examinations suggested that a cardiac perforation of the atrial appendage occurred and led to the patient¿s unstable condition. The physician suspected that the perforation was probably caused by the stiff wire. The patient date of death was on (B)(6) 2026. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).